Event description:
This was the customer's first time using a menstrual cup and she attempted removal initially after sleeping, but was not able to remove the cup easily. She took a shower, walked around and went to work and continued to try a few times and read tips online about removing her cup without success. She could not pinch the cup and release suction. By the time she went to the doctor, she had the cup inserted for about 18 hours. She did not have any leaking or discomfort while wearing the cup and attempting removal. The doctor attempted to remove with two different types of forceps, but ended up removing manually. The doctor noted she had a longer vaginal canal and a higher cervix and that the cup suctioned on the cervix tightly. Customer was given the cup back in a biohazard bag and we offered a refund for her cups. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."